Event description:
It was reported by the customer that they had numerous air bubbles in their infusion set tubing. During troubleshooting, customer was asked to perform a fixed prime with 5 units of insulin. Customer stated air bubbles were no longer visible in the infusion set tubing. Customer's blood glucose level was 240 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).